Event description:
It was reported that during implant of the right atrial (ra) lead the helix would not extend while in the patient. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant. (B)(4).